Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. The customer reported similar events for other devices. See MDR numbers 118880-2016-000123, 1118880-2016-00124, and 1118880-2016-00125 for details. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the pinnacle sheath was leaking through the valve; blood loss was less than 100cc; the repair was completed successfully; and the patient was reported as doing fine.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surrounding lots. A visual examination of the retention samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device is not available.